Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported during implantation, the lead registered unstable sensing measurements when tested through the psa. The lead was removed and replaced. The patient condition is stable.